Event description:
It was reported that the patient experienced erosion on the right side of the glans with this inflatable penile prosthesis (ipp). A revision surgery was performed during which the right cylinder was removed. Upon explant, no device issues were identified. The physician does not believe the ipp caused the erosion; he believes it was caused as a result of having the device implanted for so many years. There were no further patient complications reported.

Manufacturer narrative:
The implant date, lot number, manufacture date and expiration date were unable to be obtained through good faith efforts. The data was obtained through a review of the surgical history previously provided by the physician. There was no device available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported patient symptoms are a known risk associated with implant of these devices as indicated in the instructions for use. Based on the information available, a conclusion code of known inherent risk of device was assigned to this investigation.